Event description:
A physician reported that in 2000, while treating a pt, the collagen leaked around the plunger during the treatment. The collagen splashed on the pt's face but did not go into the eyes. The 30 fine gauge needle did not separate from the syringe. There was no injury to staff or the pt.